Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods."

Event description:
The initial reporter stated they received a discrepant result for one patient tested with a coaguchek xs meter (serial number unknown). A sample from the patient was tested using the meter, resulting with a value of 6.1 inr. Within 45 minutes, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 4.3 inr. The patient's therapeutic range is 2.0 - 3.0 inr.